Manufacturer narrative:
Device lot number not provided/unknown. Additional 510k numbers for device k011028 / k013227.

Event description:
The doctor reports abutment screw (ah20s) loosening and discomfort in tooth location # 11.

Manufacturer narrative:
A retaining screw (ah20s) was returned engaged with an unknown contour abutment. Visual inspection of the as received products identified excessive wear due to usage around the abutment and the screw. The screw hex appeared to be completely stripped. The abutment post was sectioned, likely during retrieval. There was presence of an unconfirmed foreign/biological material around the abutment. The screw did not engage with the hex driver and the driver rotated in the hex during functional testing. Also, the reported loosening could not be tested. Instructions for use for zimmer dental implant systems (4894i rev. 3 - 07/09). Information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint was non-verifiable, as the exact details of the device usage were unknown and the reported loosening could not be replicated. The conditions under which the implant was subjected in the patient¿s mouth are unknown. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).